Event description:
Per the audiologist, the electrode array could not be fully inserted into the cochlea due to fibrous tissue inside the cochlea, resulting in migration of the electrode array out of the cochlea. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.